Manufacturer narrative:
The reported glidescope go monitor was not returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined at this time. Review of complaint history for the video monitor serial number (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for glidescope go monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor connected to a glidescope single-use video laryngoscope, the image goes "completely white" and are unable to see anything. When the device is removed from the patient's mouth the customer reported the image remained "white." No delay in the procedure, use of a backup device, or harm to the patient was reported.